Event description:
Five days after treatment with juvederm ultra in the nasolabial folds, the pt experienced an infection at the injection site. Oral antibiotics were prescribed, however, we do not have permission to follow up with the physician. The pt has no known allergies or history of autoimmune disease and was not concomitantly taking any medications. This is being reported because allergan's approach to compliance is to resolve all doubt in favor of reporting.